Event description:
It was reported that: a nurse was performing the pre-use check of an oxylog 3000 in preparation for use. She was using the draeger test lung part number 8403201 that was supplied with the oxylog 3000 when she had an allergic reaction to the latex in the lest lung. She was transferred to the operating room and an IV was started. She did break out in hives but had no other symptoms and did not sustain any long term injury.

Manufacturer narrative:
The investigation is ongoing. We will provide results in a separate follow-up report.